Manufacturer narrative:
Visual inspection of the returned tasp confirmed the device is fractured on the medial side and found signs of repeated use and the dovetail feature is compressed. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue, which was previously investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was discovered fractured and returned as needing replaced. No additional information is known, no adverse event or patient involvement was reported.